Manufacturer narrative:
Concomitant medical product: lnq11 icm implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cardiovascular surgery/maze procedure the right atrial (ra) lead dislodged. It was noted that the lead was not sensing or capturing. The lead was capped and replaced. No patient complications have been reported as a result of this event.